Manufacturer narrative:
Section b5 additional information: the da vinci-assisted procedure was a rectosigmoidectomy due to rectal cancer. The official cause of death was documented as "challenge neoplasia". Cultures of the reported yellow secretions found in the secondary operation identified abundant aeromonas hydrophila/caviae microorganisms. The customer stated that no da vinci products caused or contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, cadiere forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 4 days following a robotic low anterior resection. A laparoscopic re-operation on post operative day noted the anastomosis was intact but a moderate of fluid and some clots were noted. The significance of these findings were not provided and the patient eventually died. The cause of death and the events that may have contributed to the death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci assisted low anterior resection, the patient required a reoperation and expired on post-operative day (pod) four. The da vinci assisted procedure was reportedly completed without complications. On pod one, while hospitalized, the patient felt dizzy and fell. The patient was transferred to the intensive care unit. On pod three the patient underwent a laparoscopic surgical procedure where a moderate amount of fluid and clots were found in the pelvic cavity. The colorectal anastomosis was noted to be intact. The pelvic cavity was washed and the clots were removed. The incision from the original procedure (where the resected colon was previously removed) was reopened and yellow secretions were found; they were thought to be liquified fat. A culture was performed; however, the results were not provided. The patient expired on pod four. No further details were provided. A request for additional information was made; however, no response has been received.